Event description:
The complainant stated that the head of the bed is not going up.

Manufacturer narrative:
The technician found the head section was drifting down due to the CPR valve leaking. The tech replaced the CPR valve along with the head down valve to repair the bed.